Event description:
Subsequent to the initial medwatch report, additional information was received and indicated: a cuff miss occurred with the second proglide device used. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, a suture break occurred. A second proglide device was used with no issue; however, did not achieve hemostasis. A non-abbott device was used and hemostasis was not achieved. Manual arterial pressure was applied and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device referenced filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The reported suture break was confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for suture break reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.